Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the right atrial (ra) lead post implant procedure. The patient complained of right side chest pain with atrial pacing. The atrial thresholds were also noted to be high. An x-ray was performed and a possible perforation was noted. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.